Event description:
It was reported that during inspection performed by a getinge field service engineer (fse), prior to delivery of the cardiosave intra-aortic balloon pump (iabp), when a new cylinder containing 2000 psi or more was installed and the valve of the cylinder was opened, gas leaked after a few seconds or immediately after opening and a noise was generated. It was noted that the issue was not observed if the pressure of the helium cylinder is low. It was also observed that when removing the cylinder, the yolk screw was very hard. There was no patient involved and no adverse event was reported.

Manufacturer narrative:
The suspected faulty high pressure helium regulator was sent to getinge's national repair center (nrc) for evaluation, and the nrc handed the part over to sustaining engineering. In an attempt to reproduce the reported failure, a senior electronic technician installed the suspect high pressure helium regulator in the cardiosave test fixture, and leak test (sniffer) was performed; however, the test passed successfully. No failure was found. As per procedure, the helium regulator will be discarded.

Event description:
It was reported that during inspection performed by a getinge field service engineer (fse), prior to delivery of the cardiosave intra-aortic balloon pump (iabp), when a new cylinder containing 2000 psi or more was installed and the valve of the cylinder was opened, gas leaked after a few seconds or immediately after opening and a noise was generated. It was noted that the issue was not observed if the pressure of the helium cylinder is low. It was also observed that when removing the cylinder, the yolk screw was very hard. There was no patient involved and no adverse event was reported.

Manufacturer narrative:
It was observed that the initial report 2249723-2020-02152 was submitted with the date received by mfg missing. The date received by mfg is 2020-11-16. This report is being submitted to correct the missing date.

Manufacturer narrative:
Analysis of production: (3331/213) the device history records review concluded that there were no ncmrs, rework, or deviations documented for the reported lot/serial number. Based on the DHR/lhr review results, it was determined that there is no relation between the manufacturing process and the reported failure. Historical data analysis: (4109/213) the review of the historical data indicates that no other similar complaint was reported for the same lot/serial number and reported failure mode. Trend analysis: (4110/213) the overall 24 month product complaint trend data for the period dec 2019 through nov 2020 was reviewed. There were no triggers identified for the review period.

Manufacturer narrative:
The fse replaced the high pressure helium regulator, high pressure transducer and the o-ring. Subsequently, all safety, functionality, and calibration checks were performed and all tests passed to factory specifications. The iabp unit was cleared for clinical use delivered to the facility. (B)(6).

Event description:
It was reported that during inspection performed by a getinge field service engineer (fse), prior to delivery of the cardiosave intra-aortic balloon pump (iabp), when a new cylinder containing 2000 psi or more was installed and the valve of the cylinder was opened, gas leaked after a few seconds or immediately after opening and a noise was generated. It was noted that the issue was not observed if the pressure of the helium cylinder is low. It was also observed that when removing the cylinder, the yolk screw was very hard. There was no patient involved and no adverse event was reported.